Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. The cause of death was unknown. It was not reported if the patient was hospitalized for the peritonitis event or was hospitalized at the time of death. It was not reported if the patient was recovered or was recovering from the peritonitis event at the time of death. It was not reported if an autopsy was performed. It was not reported if dianeal therapies were ongoing until the time of death, and it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the event was reportedly caused by a contaminated solution bag due to ¿punching a hole with unsterile scissors or sharp object"; therefore the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.